Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with low, out of range pacing impedance measurements for their right ventricular lead. No intervention was performed, and patient will continue to be monitored. Patient was stable after the event.